Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a more further and detailed evaluation, however customer provided a picture. Picture only showed (B)(6) dosetrac alarm frequency of all care unit alarms for june 14 - 20, 2023. No other information could be determined form the picture. Therefore reported issue could not be confirmed.

Event description:
As reported by the user facility: (B)(6) medical continues to experience many "phantom" alarms interrupting therapy. These alarms have caused delays in patient care. They are super frustrated and have communicated that they understand how to troubleshoot the alarms. They continue to communicate that they are wasting time, money, and resources, and it is affecting patient outcomes. They are giving IV pushes and running infusions by gravity so the patient can receive the meds. No other injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.